Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, during the procedure, the gold probe device would not cauterize, when they pressed the generator pedal. The problem occurred inside the patient. The procedure was able to be completed with another gold probe device, using the same equipment. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device revealed the presence of a kink in the body (likely due to operational context). An electrical evaluation was performed, which included load and isolation tests; the device met specification in both cases. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The complainant provided two lot numbers for the gold probe, but was unable to specify which lot failed to conduct current and which was used to complete the procedure. The following are the two reported lot numbers along with their corresponding manufacture and expiration dates: lot: 13488537, expiration date 05/25/2012, manufactured date (B)(4) 2010. Lot: 13471642, expiration date 05/18/2012, manufactured date (B)(4) 2010. Device (B)(4) relates to (B)(4) for the reported event: system fails to deliver energy. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure. According to the complainant, during the procedure, the gold probe device would not cauterize, when they pressed the generator pedal. The problem occurred inside the patient. The procedure was able to be completed with another gold probe device, using the same equipment. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.